Event description:
It was reported that a patient allegedly developed a pressure ulcer while on the mattress. No additional information has been provided.

Manufacturer narrative:
Follow-up submitted with information provided by customer noting the patient had allegedly been incorrectly placed on a rem mattress instead of a position pro or xprt surface. When this was noticed, a new mattress was brought in and while the patient was being transferred over, it was found that the patient had allegedly developed a pressure ulcer. The customer does not typically use rem mattresses in the critical care unit and realizes pressure ulcers can be caused by multiple issues. No further information was provided pertaining to the severity of the injury. Evaluation performed by customer.

Event description:
It was reported that a patient allegedly developed a pressure ulcer while on the mattress. No additional information has been provided.